Event description:
As it was reported by an affiliate, during a vascular surgery, the balloon of a sds genesis 7x79mm 80cm pro did not inflate. The procedure was finished with another like device. There was no patient injury reported. The product will be returned for analysis.

Manufacturer narrative:
Additional information: complaint conclusion: information received from an affiliate indicated that during a vascular surgery, the balloon of a sds genesis 7x79mm 80cm pro did not inflate. It appears that the balloon did not inflate into the patient, when they tried to deploy the stent. So they removed the balloon catheter without difficulty and used another one. The procedure was finished with another like device. There was no patient injury reported. The product was not return for analysis. No more information was provided. No other information has been provided. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of inflation difficulty could not be confirmed. With the limited information provided it is not possible to determine a relationship between the device and the reported event. There is nothing at this juncture to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing, but it will be returned for analysis. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During stent deployment the balloon of a palmaz genesis stent delivery system (sds) did not inflate during attempt to deploy the stent. The sds was removed without difficulty and another one was used. There was no patient injury reported. No additional information was provided. One non sterile catheter sds genesis 7x79mm 80cm pro was received coiled inside a plastic bag. The stent was not received. No other damages were noted. An attempt to inflate the balloon was done and during inflation a burst was found in the distal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratching. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure reported by the customer for balloon inflation difficulty was confirmed; however the exact cause of the failure reported is related to the burst found. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event.